Event description:
Philips received a complaint on the v60 ventilator, indicating that device was producing a proximal pressure line disconnect error message. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) performed remote service with the customer on (B)(6) 2023. The customer stated that the device was alarming for proximal pressure line disconnects when the line was connected. The rse and customer found that the gas delivery system (gds) needed to be replaced. The customer was provided with the replacement part information and pricing for a gds.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/05/2023, 04/12/2023 and 04/19/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.